Event description:
It was reported that the hvb coil impedance had a sudden and abrupt change and is now high. Follow up was attempted, but no information was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ic, implanted: (B)(6) 2008. (B)(4).

Event description:
It was further reported that the right ventricular (rv) high voltage lead impedance trending for both the rv coil and superior vena cava (svc) coils had been greater than two hundred ohms for nine months. A possible fracture was suspected. The patient made the decision to have the rv lead removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)